Event description:
During a laparosocpic hernia repair the ems stapler misfired and jammed several times. A few staples fired before it started jamming. An oms20 was opened to complete the case. There was no c0nsequence to the pt.

Manufacturer narrative:
H6; code 100: instrument was received with excessive dried body fluids in the cartridge assembly, but otherwise in good physical condition. The instrument fired and properly formed the remaining 5 staples intermittently, due to the excessive dried fluids. Visual inspections and results: head rotates: yes. Nose shroud cracked/broken: no. Staples in nose: yes. Staples in the track: yes. Trigger engaged with precock: yes. Functional tests and results: cycled instrument: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "misfired and jammed several times" during surgery may have been due to excessive dried body fluids in the cartridge assembly. The instrument was received with the trigger partially cocked and with excessive dried body fluids in the cartridge assembly. The instrument was examined and was found to be functional and was cycled and fired the remaining 5 staples intermittently. The cartridge was disassembled and no anomalies or deformations were observed and it was concluded that the excessive dried body fluids may have caused the intermittent feeding of the staples. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.